Event description:
The customer reported that the 9900 system was getting a lot of errors. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The rotational potentiometer was replaced and a motion calibration was done. The system was tested and operates as intended.